Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 3. Details of surgery: Sinus augmentation. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Peri-implantitis and Mobility. No further patient complications were reported.